Manufacturer narrative:
The manufacturer. Previously reported: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes 218 and 247 were found in the ventilator's downloaded error log. The device's system pca was replaced to address the issue. In addition, the muffler assembly and the air inlet foam filter were replaced as preventative maintenance.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.